Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2009. It was reported the pt can no longer establish telemetry between her ipg and charging system. A new charging system was sent to the pt, however, the no telemetry condition persisted. The ipg will be explanted and replaced. No replacement date has been determined at this time. F/u on the pt found no further issues reported.